Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 301 mg/dl. During system check with tandem technical support, there was a large air bubble observed. Reportedly, the customer declined further troubleshooting regarding the reported event.